Event description:
3m rec'd info from a customer that reported during a chemdac monitoring cycle the alarm sounded. No one was in the room but an employee ran into the room and placed a badge on the 3m steri-vac 8xl sterilizer/aerator. Reportedly, the staff aerated until the next day and then entered the room with the sterilizer. It was reported they did not have an overexposure of ethylene oxide (eo) per (B)(4) limits, however, they did have an eo exposure when the employee put the badge on the machine. The badge read 7.99 ppm in a 30 min sampling time but the person was not wearing the badge that entire time and there were no reported symptoms.

Manufacturer narrative:
No other adverse pt effects were reported. If add'l info is rec'd, a f/u report will be submitted. No eval will be performed.